Event description:
The aeris wire was steered to the distal part of the rca and the ffr measurement was done without complications. Due to a ffr value less than 0.8 the physician decided to treat a stenosis. During the pullback off the aeris wire, the physician noticed resistance and the distal part of the wire was separated. An attempt was made to remove the distal radiopaque portion of the wire but was unsuccessful and a stent wire was deployed to stabilize it against the vessel wall.